Event description:
On (B)(6) 2012, the patient was implanted with a system of gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, a proximal type I endoleak was detected. It is unknown whether the endoleak had contributed to aneurismal growth. On (B)(6) 2012, the patient underwent a secondary endovascular intervention procedure to treat the proximal type I endoleak. An intraoperative angiogram revealed the existing stent-graft was positioned approximately 8mm distal to the lowest renal artery. The physician implanted a gore aortic extender component directly below the lowest renal artery. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Results - results pending completion of manufacturing evaluation.